Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, had triggered an alert due to a high out-of-range pace impedance measurement of 2,556 ohms. All other atrial impedance measurements were within normal limits, which suggests this was likely attributed to the spring contact. In addition, respiratory rate trend (rrt) signal oversensing was observed on the atrial channel. Technical services (ts) recommended turning off rrt, and the clinician made a note to do so at the patient's next clinic visit. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, had triggered an alert due to a high out-of-range pace impedance measurement of 2,556 ohms. All other atrial impedance measurements were within normal limits, which suggests this was likely attributed to the spring contact. In addition, respiratory rate trend (rrt) signal oversensing was observed on the atrial channel. Technical services (ts) recommended turning off rrt, and the clinician made a note to do so at the patient's next clinic visit. This ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, had triggered an alert due to a high out-of-range pace impedance measurement of 2,556 ohms. All other atrial impedance measurements were within normal limits, which suggests this was likely attributed to the spring contact. In addition, respiratory rate trend (rrt) signal oversensing was observed on the atrial channel. Technical services (ts) recommended turning off rrt, and the clinician made a note to do so at the patient's next clinic visit. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. The product has been received for analysis. This report will be updated upon completion of analysis. Correction to e1: street address updated.